Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e227 scope error was observed to be a b31 scope communication error. A definitive root cause of the issue could not be determined, however, the issue was likely the result of an issue with the video cable connector/ contacts (damaged, dirty, damp, etc). The event can be prevented by following the instructions for use which state: before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. Floors should be made of wood, concrete, or ceramic tile that hardly produces static. If floors are covered with synthetic material that tends to produce static, the relative humidity should be at least 30%. Even if performing only 2d observation, connect the two video connectors of the endoscope to the respective video system centers. Touching the electrical contacts of the disconnected video connector may cause an electric shock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a damaged charged coupled device (ccd) unit. Additional findings were as follows: b31 (scope communication) error; angle of curvature in the up direction did not meet the specification due to wear of angle wire; video cable was wrinkled; universal cord was wrinkled; bending section cover adhesive was floating; and distal end had minor scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an e227 (scope communication) error. The event occurred during preparation for use in a diagnostic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.